Event description:
In 2000 l5-s1 laminectomy with excision of a herniated disc at l5-s1 and decompression at l4. Unknown pt presented with cellulitis, temperature 101 degrees, redness around incision and pain. Pt suffered cellulitis, fever, incisional redness and pain.